Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation, the lens was exchanged for a longer length lens. The cause of the event was reported as user error. There are multiple medical device reports associated with this patient. This report is 1 of [insert total # of reports] total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. D8 - was this device ever serviced by a third party? Yes, corrected no initial MDR. G4 - 4. Premarket identification PMA/510(k): p030016 combination product corrected to no in initial MDR. G6 - type of report: 30-day missing from initial MDR. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the lens haptic torn. Dimensional inspection found the lens to be within specifications. H6 - health effect - clinical code (e): 4581 - rotation. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to low vault with rotation, the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event was reported as unknown.